Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is complete. The device was not returned for testing and evaluation. Hospira has completed a formal investigation on these types of issues. The root cause of these events is that the design controls for this design of the cassette with semi rigid adapter configuration did not considered the user needs neither the cassette with clave directly bonded to the secondary port of the cassette which was considered the solution for the complaints leaks and broken claves in the semi rigid adapter configuration. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the clave on the secondary port of the cassette was broken. The plumset was being used to deliver via a plum device an unspecified concentration of saline. After an unspecified length of time, it was reported an unspecified secondary tubing set was connected to the clave secondary port of the plumset to deliver zosyn 50ml, with a rate of 12.5ml/hr for a duration of 4hrs. After an unspecified length of time, the nurse reported the while answering an unspecified alarm condition on the plum device it was noted the plumset was broken and an unspecified volume of zosyn had leaked onto the floor. The nurse could not confirm that the clave was cracked. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. No additional information was provided.